Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: a review of the black box and basal change history the user was running a zero basal program. According to the pump history the total daily dose appeared to be inaccurate and inconsistent due to the user editing the basal rates. The pump passed all required testing for delivery accuracy.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019, a blood glucose of over 600mg/dl, with extreme drowsiness, blurred vision, polydipsia, and difficulty waking up, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the emergency room with insulin via injection, and intravenous fluids by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal delivery totals in total daily dose did not match due to the patient making changes to the basal program. The basal history matched the active basal program settings. The bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.